Manufacturer narrative:
(B)(4).

Event description:
The customer reports the white tabs on the sheath dilator detached/tear while the inserting clinician attempted to remove the peel-away sheath.

Event description:
The customer reports the white tabs on the sheath dilator detached/tear while the inserting clinician attempted to remove the peel-away sheath.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.